Event description:
It was reported that the pump touch screen was cracked and was only "partially" able to be interacted with. There was no reported adverse impact to the customer. Customer will continue to use current pump for insulin therapy.